Event description:
It was reported that the patient was unable to adjust stimulation. They were seeing a ¿call your doctor¿ icon. It was noted that there was an out of range (oor) condition and an elective replacement indicator (eri). A manufacturer representative saw a low out of range impedance of <(><<)>50 ohms the day prior to the report. They also saw one contact show >10,000 ohms. The patient was implanted the day prior to the report. Everything was fine with the patient during implant. The patient called the manufacturer representative on the morning of the report and was getting an oor message when trying to increase stimulation up to 4.5v. The patient turned their stimulation off and then turned their stimulation back on and saw an eri message on their programmer. The impedance readings were taken during the implant procedure and after. The main program did not have the <(><<)>50 ohm contact programmed but it was possible that it was programmed on a 2nd program. The manufacturer representative was going to meet the patient on the day of the report. It was further reported that one impedance was still <(><<)>50 and another was still >10,000. All other electrodes were well within range. Impedance testing was done on (B)(6) 2014. Reprogramming was also done around the affected electrodes on (B)(6) 2014. The cause of the issue was not determined. The battery was still functional though it was giving and elective replacement indicator (eri) alert. The patient was doing well and receiving good and effective therapy. The patient had not opted to replace the battery at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was further reported that the early replacement indicator (eri) message was early. The battery depletion was premature and electrode 1 showed an impedance of <(><<)>50 ohms. Impedance testing and reprogramming was performed. The shorted lead was draining the battery so the patient was reprogrammed around the affected electrode.